Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03827. It was reported the patient was experiencing flank, abdomen and chest pain while using system stimulation which would resolve approximately a week after turning stimulation off. Subsequently, exploratory surgical intervention was taken and the physician found blood and fluid inside the silicone of the scs lead and the scs ipg header. Subsequently, the scs lead and scs ipg were explanted and replaced which resolved the issue.